Manufacturer narrative:
E1, initial reporter address (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 2.50 mm x 15.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, on the initial inflation, the balloon ruptured. It could not be fully inflated. The device was removed from patient without complication. The procedure was successfully completed with a different device. There was no patient complication, and the patient was in good condition after the procedure.